Manufacturer narrative:
Concomitant products: 5076-45 lead, implanted (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture on telemetry. Physician noted that the patient had altered electrolytes caused by dialysis. The lead remains in use. No patient complications have been reported as a result of this event.